Event description:
Pt called lfs in 6/2003 alleging the ot ultra meter would not power on. The pt reported no symptoms while attempting to test on the meter. The issue was not resolved with troubleshooting. No further info has been reported.